Manufacturer narrative:
It was reported that during a total hip procedure the gauze frayed, shedding lint into the surgical site. The surgeon was required to remove the linted material from the surgical site via an unknown method. The gauze was reportedly inspected prior to the procedure. Fraying occurred on the side of the gauze. There was no medical care required after the procedure was completed. There was no impact to the patient or the procedure being performed. General anesthesia was used however there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. No other information has been provided. No sample was returned to the manufacturer for evaluation. Due to the reported event and the need for medical intervention to retrieve the linted material , this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a total hip procedure the gauze frayed, shedding lint into the surgical site.